Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd insulin syringe with bd ultra-fine¿ needle 3/10ml 8mm (5/16") 31g u-100 100count 1/2 unit, the thumb press was broken. The following information was provided by the initial reporter: consumer reported found one of the syringes the plunger thumb press fell off the plunger rod.

Event description:
It was reported that prior to using a bd insulin syringe with bd ultra-fine¿ needle 3/10ml 8mm (5/16") 31g u-100 100count 1/2 unit, the thumb press was broken. The following information was provided by the initial reporter: consumer reported found one of the syringes the plunger thumb press fell off the plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 12-apr-2022. H6: investigation: customer returned (2) 0.3ml syringes. Both of the syringes have a compression mark towards the proximal end of the plunger cap. The indents are enough to cause the material to split open. Additionally, the thumbpresses on the inside of these plunger caps are damaged or broken off entirely. A review of the device history record was completed for batch #1228476 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of broken/damaged thumbpresses. No root cause can be determined.